Event description:
A physician was doing a CABG procedure to ligate an ima branch, but the clip formation is a line (current formation), however after 1-2 minutes the clip slips off the vessel branch. There was no patient consequence.